Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of over 400mg/dl. The customer treated with insulin. Customer indicated that the pump did not alarm for no delivery and customer indicated that the insulin flow was blocked. Troubleshooting advised customer to change out the reservoir and infusion set. It was found that the customer used an old reservoir that led to the blocked insulin flow and the new reservoir and set resolved the issue. The pump high pressure test passed. Customer was advised that the pump was operating as designed, to monitor the pump and to call back if any further concerns. No further assistance was necessary.